Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer has been treated by paramedics six times due to hypoglycemia. The reported blood glucose reading was 28 mg/dl at the time of the most recent event. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The displacement test passed. The customer was disconnected during priming. The customer last changed his infusion set two days prior to the event. Nothing further was reported.